Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging placement site may result in high friction during the attempt to release the stent and subsequent deployment failure. Insufficient flushing of the device or the usage of inadequate accessories may be additional contributing factors. In this case, no anatomical details were provided. The device also may have been damaged by rough handling during transport or storage. On the basis of the information available and as no sample was returned for evaluation, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Also the IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." Furthermore, the IFU indicates that the device must be flushed with sterile saline and that pre-dilation of the lesion should be performed by using standard techniques.

Event description:
It was reported that during a stenting procedure of the right sfa, the vascular stent could not be deployed. As reported, the deployment mechanism did not work even after several attempts. The delivery system was removed and another device was used to complete the procedure.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that during a stenting procedure of the right sfa, the vascular stent could not be deployed. As reported, the deployment mechanism did not work even after several attempts. The delivery system was removed and another device was used to complete the procedure.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation, the returned delivery system was found to be significantly damaged; the guiding tube was found to be bent and the rapid deployment ring was found to be detached. A force transmitting component of the handle was found to be fractured indicating the presence of high deployment force during the attempt to deploy the stent. The slide of the deployment mechanism was found to be blocked; however, it could not be determined whether this blockage has caused the reported event or was a consequence of manipulation during the deployment attempt. A guide wire was found stuck in the delivery system and the stent was found to be partially released which may be a result of the manipulation of the system during the attempt to deploy the stent. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging placement site may cause high friction during the attempt to release the stent and subsequent deployment failure. Insufficient flushing of the device or the usage of inadequate accessories may be additional contributing factors. As reported, the vessel anatomy was not tortuous or calcified and the lesion had been pre-dilated. The device also may have been damaged by rough handling during transport or storage. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Also the IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." Furthermore, the IFU indicates that the device must be flushed with sterile saline and that pre-dilation of the lesion should be performed by using standard technique.

Event description:
It was reported that during a stenting procedure of the right sfa, the vascular stent could not be deployed. As reported, the deployment mechanism did not work even after several attempts. The delivery system was removed and another device was used to complete the procedure.